Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. This mtm was returned for failure analysis and the reported complaint "right hand faults." Was confirmed and replicated during in-house testing. In lighthouse, the 23062 error was found indicating a failure on the wrist yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. After installing on surgeon console fixture test platform (sftp) and running the fitness test, the unit failed turn amps on with 23062 error code on the wrist yaw axis, replicating the reported event. The manipulator controller master base driver (mcmbd)2 printed circuit assembly (pca) was ab swapped and the 23062 error persisted during turn amps on. A golden slip ring was installed, but the unit continued to fail during turn amps on with 23062 error on wrist yaw axis. The wrist yaw (axis 6) motor was aba tested and was verified to be the source of the data acquisition & fault detection module (dafd) failures. The rest of the fitness test was unable to be performed due to the repeated dafd failures. As a result of this investigation, failure analysis has concluded that wrist yaw motor was the root cause of the reported event.

Event description:
It was reported that during training/demo of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported repeated error 23062 occurred on the master controller of the second surgeon console when the surgeon attempted to take control of the instruments. The customer had already performed a system power cycle, but the error reappeared on restart. Troubleshooting then included a review of the system logs, which confirmed recurring 23062 errors originating from the wrist axis of the second master tool manipulator (mtm). There was no patient involvement.